Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Patient suffered from periimplantitis. Product was not returned. No evaluation possible.

Event description:
Implant fracture.